Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer tried to bolus,heard a beep and then the insulin pump shut off. Troubleshooting was performed. The insulin pump is alarming and this is the second occurence. The insulin pump will return. The customer's blood sugar is unknown.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. However, pump error alarm and followed by pump error alarm was confirmed at long trace history, problem isolated to electronic assembly. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.